Manufacturer narrative:
Date of birth: unknown. The patient¿s age and awareness date were used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air in the ext set .2 mf low sorb line entered the pediatric patient's vascular system, and resulted in a ICU stay. The patient had no reported adverse effects from the incident. The following information was provided by the initial reporter: "the situation is that I am looking to possible add a filter to some of our pediatric cardiac contrast injections. The background is that recently some air inadvertently was introduced to the vascular system of a (B)(6) old during a contrast injection that resulted in an ICU stay. Fortunately, the child did not have any adverse effects from the introduction of air. The technologist primed all of our extension tubing and syringes, so we aren¿t sure where the break down occurred. Our chief radiologist asked me to investigate if a filter could possibly help. Contrast is thick and somewhat hard to inject because of its osmalitiy. For pediatric patients we dilute the contrast with saline to achieve the appropriate density to be seen on the scan."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that air in the ext set .2 mf low sorb line entered the pediatric patient's vascular system, and resulted in a ICU stay. The patient had no reported adverse effects from the incident. The following information was provided by the initial reporter: "the situation is that I am looking to possible add a filter to some of our pediatric cardiac contrast injections. The background is that recently some air inadvertently was introduced to the vascular system of a 3 month old during a contrast injection that resulted in an ICU stay. Fortunately, the child did not have any adverse effects from the introduction of air. The technologist primed all of our extension tubing and syringes, so we aren¿t sure where the break down occurred. Our chief radiologist asked me to investigate if a filter could possibly help. Contrast is thick and somewhat hard to inject because of its osmalitiy. For pediatric patients we dilute the contrast with saline to achieve the appropriate density to be seen on the scan."